Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate anti-tachycardia pacing (atp) and inappropriate electric shocks due to oversensing. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed and the plan is continue to be monitored. Currently, this ICD remains in service and no additional adverse patient effects were reported.